Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of bent cannula after being in use for 8-10 hours. The symptoms were noticed 3 or more hours after insertion. The insertion site was abdomen and was being rotated regularly. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.